Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. The error was resolved without adversely affecting the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, which the caller followed successfully. After the reset, no further errors were observed, and the caller resumed their sensor session, loaded a new cartridge, changed supplies as necessary, and continued with insulin deliveries. No further action was required.